Manufacturer narrative:
Sections with additional information as of 4-jan-2021: h1: type of reportable event updated from malfunction to serious injury. H6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-18: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 3-nov-2020 to ensure that the customer condition improved and the replacement products resolved the initial concern. Able to establish contact with customer's brother and stated that the customer had sought medical intervention on (B)(6) 2020 and was currently hospitalized. Brother was not able to provide any further details at the time. Note 2: manufacturer contacted customer again in a follow-up call (B)(6) 2020, unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Brother is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know his expected blood glucose test result range; customer has not been diagnosed with diabetes. Customer was not using the proper testing technique. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturers expiration date is 10/31/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).